Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Multiple requests for additional information regarding this event and the disposition of the exchanged pump were submitted to the account; however, no response has been received at this time. Heartmate ii lvas, serial number (B)(6), has not been returned for evaluation at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction of this document lists local infection and renal failure as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate ii lvas. Section 6 also includes information regarding how to prevent and control infection. The heartmate ii lvas patient handbook, rev. C, contains several sections with information about how to prevent and control infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heartmate ii to heartmate 3 pump exchange on (B)(6) 2021 secondary to candida albicans infection. An intra-aortic balloon pump (iabp) was placed and chest closure was delayed. On (B)(6) 2021 a chest washout was performed. The patient began experiencing worsening acute kidney injury and continuous renal replacement therapy (crrt) was started. On (B)(6) 2021 it was noted that the right ventricle was too close to the chest wall and the sternum was unable to be closed.